Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a button issue where the user cannot toggle through different displays was unable to be confirmed. The system controller (B)(6) was not returned for analysis. Log files were submitted for review and revealed unremarkable results, the system appeared to function as intended. The log files revealed routine battery depletion and routine power source exchanges. Provided information indicated that the patient was having difficulty with the system controller and display screen/button. The patient reported that they can do a self-test without issue but cannot check ventricular assist device (vad) parameters or toggle through different screens. It was later reported that they attempted pressing all buttons as troubleshooting, but the issue did not resolve until the system controller was exchanged. Provided information indicated that the controller was exchanged without incident. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with red heart alarm conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and heartmate 3 IFU (section 2 ¿system operations¿) describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that they attempted pressing all buttons as troubleshooting, but the issue did not resolve until the system controller was exchanged without incident.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having difficulty with the controller and display screen/button. The patient can do a self-test without issue but cannot check ventricular assist device (vad) parameters or toggle through different screens. The log file captured routine events. There were no notable alarm conditions or parameter changes. The vad and peripheral equipment were functioning as intended.